Event description:
End-user reported a pea sized blister with red skin and tenderness at the 3 o'clock position located under wafer's mass. It is reported that product was in use for three (3) to four (4) days.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user reported that routine skin care is performed with allkare adhesive remover; red soap from make-up company; stomahesive powder and skin prep. End-user was instructed to use a non-residue soap to use sensicare sting free protectant barrier wipe. Lastly, end-user was advised to contact health care provider if no improvement. Samples of sensicare sting free product will be sent to end-user. No add'l patient/event details have been provided to date. A return sample for evaluation is not expected. Should add'l info becomes available, a f/u report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on september 09, 2015. A batch record review was performed and no discrepancies were noted. A previous investigation is applicable to this complaint. This complaint will remain open until the completion of the investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).